Event description:
In early 2009, it was reported to boston scientific corporation that a male patient successfully underwent treatment eleven days earlier, with a prolieve thermodilation kit, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the patient experienced the following anticipated symptoms following his treatment with prolieve: urethral bleeding (intensity moderate) commenced that day, symptom resolved. No treatment reported. Urinary retention (intensity moderate) commenced the same day; symptom is ongoing. The patient went to the emergency room on the evening of the procedure, and a foley catheter was placed.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.